Event description:
This report was received from (B)(4) and is a spontaneous report of peritonitis coincident with unknown dianeal for peritoneal dialysis therapy. The patient reported that she has an infection, however, stated it was not peritonitis. The patient stated that the catheter was removed and she was on hemodialysis for up to 3 months. The patient was hospitalized (B)(6) 2012 and discharged (B)(6) 2012. The patient was recovering. Additional information was received from the nurse. The nurse clarified that the patient's infection was peritonitis and that the patient was hospitalized for peritonitis. A culture was performed; results (B)(6). The cause of the peritonitis was unknown.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd890533 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.